Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. Troubleshooting was performed. The events leading to her admission was renal failure. The programming, time, and date were correct. While testing was found that the insulin pump did not have an infusion set and reservoir. Performed the high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.